Event description:
Following a diagnostic procedure, an angio-seal device was placed. The collagen was exposed above the pt's skin, which was believed to be attributed to a superficial artery and poor skin turgor. As the physician was attempting to tamp the exposed collagen, he continued to pull back on the suture, at which time the device was pulled out of the artery. Both halves of the anchor were noted to be intact with retaining suture; however, on anchor leg was broken. Manual pressure was applied and hemostasis was achieved. The pt had a 1-2 cm hematoma, which was expressed by the physician. At the end of the procedure the pt was listed as being in fine condition with pulses present and no hematoma.